Event description:
It was reported, the camera head malfunctioned and noticed ¿no display¿ message on the screen monitor. The issue happened during preparation for use for an unspecified diagnostic procedure. When the camera was replaced and image was displayed. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "no image" was confirmed. The switch board was found to be damaged. A device history review of the actual device was conducted and found no problems. As per the investigation results, no image was displayed due to a faulty cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.